Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse confirmed no video in the surgeon side console (ssc) left eye and replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi received the hrsv part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer reported complaint. During an in-house testing, the monitor was installed and tested in the printed circuit assembly (pca) system. The system started up and failed without video. A log review confirmed the procedure date of (B)(6) 2022 on system sk0549. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer lost one eye on the hrsv aster after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, no video image in the left eye in the surgeon side console (ssc) high-resolution stereo viewer (hrsv). The customer stated that they tried three different endoscopes: two 0-degrees and one 30-degree with no resolve. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer check the left and right eyes on the vision side cart (vsc) touch screen monitor and both were present. The isi tse informed the customer that the issue was not with the endoscope image but rather the left ssc viewer. The isi tse recommended the customer power system off, hard cycle the console, reseat the blue fiber cable, and power back on but with no resolve. The isi tse recommended the customer perform another hard power cycle but the customer stated that the surgeon started working again using the one viewer console. The customer was not sure if the surgeon will convert to a laparoscopic or open procedure. The customer stated that they had multiple cases to follow. The isi tse reviewed the system error logs and discovered a single 121 left monitor failing to reach desired brightness error reported by the left console hrsv monitor. The customer will try another hard power cycle in between procedures. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the case; the ports were placed. The customer just powered on but did not put their head inside the console to check the functionality of the system. The system initially powered on without any errors. The customer could only see through one eye. The surgeon finished the case with one eye image. No patient procedure outcome is available. The procedure was completed.